Event description:
It was reported to manufacturer that the physician handheld screen was continually freezing on the "interrogation successful" screen. A soft reset was performed, which resolved the issue. The physician requested a new handheld to replace the non-working device. Good faith attempts to obtain the non-working device for analysis have been made, but have been unsuccessful to date.